Manufacturer narrative:
(B)(4). This is a report of a use error where the registered nurse swapped the solution bag to a different line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a registered nurse (rn) reused single-use supplies during peritoneal dialysis therapy. A rn from a nursing home stated that they thought the solution bag was connected to the wrong line so they swapped the solution bags. The technical service representative informed the registered nurse that it is not recommended to swap the solution bags around. The technical service representative advised rn to end the therapy. Only dianeal solution was connected. The technical service representative assisted the rn to end the therapy and remove the cassette. The rn will complete the therapy with manuals. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.